Event description:
It was reported that the implantable pulse generator (ipg) reached elective replacement indicator prematurely. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary # product ID# sedr01. The device was returned and analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
Product event summary # product ID# sedr01. The device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).